Event description:
(B)(4) supplied expired sterile surgical gloves with fraudulent expiration label concealing the expired date to (B)(4) who then distributed the expired product making fraudulent claims that the product was not expired. The lot was manufactured in february 2017 and expired february 2020, yet the fraudulent label contained a date of february 2022. It is unknown whether the necessary tests were done to support the shelf life of these products past 3 years. FDA safety report ID# (B)(4).